Manufacturer narrative:
One (1) unknown 3i screw, and one (1) osseotite® tapered certain® implant 4 x 15mm (xifnt415) were returned for investigation. Visual evaluation of the as returned products identified a piece of the screw fractured inside the implant. The implant was seen fractured at the collar as well. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture) a pre-existing condition noted on the per was low bone density (type I). The reported device was located on tooth # 9 and was used for approximately 3 years 5 months. The customer did not provide any pictures or x-rays. DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. DHR review was completed for the implant, subject lot number (2016021610). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fractured) or products (unknown 3i screw, xifnt415). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided/unknown. Device brand name: not provided/ unknown. Device product code: not provided/ unknown. Device catalog/ lot number: not provided/ unknown. PMA/510(k) number: unknown.

Event description:
It was reported that an unknown screw fractured within the implant while patient was having a new dental crown placed. The broken screw was unable to be retrieve and implant was removed. Tooth location 9.